Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419488 lead implanted: (B)(6) 2005; 5076-52 lead implanted: (B)(6) 2005. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a possible lead fracture, along with non-sustained episodes, short v-v intervals, oversensing, and possible noise. The physician intended to reactivate an abandoned defibrillation lead, which had been replaced over nine years earlier due to medical judgement. Upon testing the abandoned lead, there was no capture at high output, along with undefined high pacing impedance, so the lead was left capped. The physician then opted to swap the pace/sense portion of the non-abandoned right ventricular (rv) lead with the left ventricular (lv) lead, in the device header, with the rv lead remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right ventricular (rv) lead fracture was on the low voltage portion of the lead. Six years later both rv leads were explanted and a new rv lead was implanted.